Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds and a polarity switch had occurred. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.